Event description:
The user facility reported that the tip of the telescope and a lazer device was noted to be burnt during a transurethral resection of prostate (turp). The facility's staff reported that the attending physician was using a homien laser with the telescope at the time of use. The model, serial number and the manufacturer of the laser device used with the telescope are unknown. The facility's staff indicated that the procedure was completed with the same telescope. There was no allegation of patient harm, and there was no complication reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The evaluation confirmed evidence of thermal damage to the distal tip of the telescope. Moisture and fluid were noted inside the objective cover glass. There were also broken fibers and sharp edges observed which were determined to be due to physical damage. Additionally, there was deep scrape and bend noted on the outer tube, which was attributed to user handling. This report is being filed as an MDR in an abundance of caution.